Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h3: the actual sample was returned for investigation. The visual inspection of the product showed the product was wet. After the disinfection of the product a leak test of the dialysate side was performed and a leak was observed. The product had a crack in the welding zone. The reported condition was verified. The cause was manufacturing reported. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour after starting treatment with one unit of polyflux 140h, an external dialysate leak was observed with fluid leaking to the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.